Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was ruptured. Functional analysis could not be performed due to the condition of the device. This reported failure of deflation difficulty could not be tested due to the balloon being pierced by the customer after deflation and inflation difficulties were experienced during the procedure. The event occurred within the patient during treatment, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon failed to deflate. They attempted to over inflate the balloon to rupture and remove it from the patient. However, the balloon failed to inflate, so the device and the scope were removed together from the patient and the balloon was pierced with a needle. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon failed to deflate. They attempted to over inflate the balloon to rupture and remove it from the patient. However, the balloon failed to inflate, so the device and the scope were removed together from the patient and the balloon was pierced with a needle. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.